Event description:
Caller reported that pump battery would not charge despite using the correct tandem charging cable and different wall adapters and outlets, which did not resolve the issue. There was no reported adverse impact on customer's blood glucose level. Cts decided to replace the pump under warranty and instructed caller to put the pump into storage mode before returning it using a pre-paid label. Caller planned to use multiple daily injections as backup therapy to ensure continued insulin delivery.